Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this atrial transvenous lead had poor sensing, under 0.5 mv, and undersensing issues. It was thought that this lead might have been compromised during a heart surgery procedure two to three weeks prior. As a result, this lead was surgically abandoned and a non-bsc lead was successfully implanted. Should add'l info become available, this event will be updated.